Manufacturer narrative:
Block h6: device code a0501 captures the reportable event of basket detachment. Impact code f23 captures the reportable event of medication required.

Event description:
It was reported that a zero tip basket device was used during a procedure. Reportedly, the basket broke inside the patient while pulling out a kidney stone. The broken tip was retrieved, and the procedure was completed with another of the same device.